Event description:
Device has been explanted.

Event description:
Patient reported left side rupture and "concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, yellow particles in the shell and cloudy in the gel. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Patient reported left side rupture and "concern with the product." Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "concern with the product." Device remains implanted.